Manufacturer narrative:
This is a definitive report. Company assessed that this case was non-serious.

Event description:
On (B)(6) 2019 - a (B)(6) female patient developed joint pain after a right shoulder impact. On (B)(6) 2019 - increased joint pain. On (B)(6) 2019 - she was hospitalized for right shoulder impact syndrome. Outpatient clinic gave sodium hyaluronate injection 2.5ml, ropivacaine hydrochloride injection 150mg and compound betamethasone injection 2ml intra-articular administration symptomatic treatment, 6-8 hours after injection, she occurred facial skin flushing, facial edema, general degree, no other discomfort, no treatment, close observation after stopping medication, discharged on (B)(6). On (B)(6) 2019 - her symptoms were not relieved and went to the outpatient clinic. After the dermatology consultation, the above symptoms were considered drug-induced. She was given loratadine tablets 1 tablet/time, 1 time/day. The facial flushing of the patient was relieved about 2 hours after oral administration. The edema did not retreat. The hospital continued to observe closely. On (B)(6) 2019 - through telephone follow-up survey, she complained of occasional flushing of the face, and the edema basically subsided. The hospital informed continuing oral loratadine 1 tablet/time, 1 time/day. On (B)(6) 2019 - she called the hospital to tell that all the symptoms had subsided.